Manufacturer narrative:
Event date (B)(6) 2014 inadvertently omitted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report#1627487-01767. Reference MFR report#1627487-01768. Reference MFR report#1627487-01769. It was reported the patient was no longer receiving effective therapy from stimulation. As a result, the patient discontinued use of the scs system several months ago. Furthermore, stimulation has ceased and the ipg is inoperable at this time. The last recharge of the device is undetermined. Surgical intervention may be undertaken as the next course of action.

Event description:
Device 1 of 4 reference MFR report#1627487-2014-01767. Reference MFR report#1627487-2014-01768. Reference MFR report#1627487-2014-01769. It was reported surgical intervention was undertaken on (B)(6) 2014, explanting the entire scs system.